Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to lead migration, the patient had quite a bit of procedure pain post operatively, but coverage was reestablished. The explanted devices will not be return.

Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6). Batch: (B)(6).